Event description:
In 2009, the patient reported the battery cover on her insulin infusion device just spins in place and she can not remove it. She stated she inserted a new battery this afternoon and her device display is now blank because she cannot remove the cover to remove and reinsert the battery. She stated she has had difficulty in removing and replacing the battery cover since last summer. She said up until later in the summer she used a penny to remove the battery cover and then began using the proper battery cover key. She changes the battery approximately every 10 batteries. She said earlier today she received an e2 (battery depleted) error, silenced the alarm and inserted a new battery. She said she could not tighten the cover and cannot remove it to reinsert the battery. She said she has been disconnected from her infusion device for about an hour and her blood glucose is elevated. She said she has had elevated readings in the 300-350 mg/dl range since yesterday with her normal range being less than 150 mg/dl. Symptoms are headache and feeling stressed and she will treat her reading by injecting insulin. She said she will switch to her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.